Manufacturer narrative:
Concomitant product(s): other relevant device(s) are: product ID: etcf3636c49e, serial/lot #: (B)(4), ubd: 12-jan-2018, UDI#: (B)(4); product ID: etlw1613c199e, serial/lot #: (B)(4), ubd: 02-feb-2018, UDI#: (B)(4); product ID: etlw1613c156e, serial/lot #: (B)(4), ubd: 20-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in conjunction with an endurant stent graft system in a patient for the endovascular treatment of a 76mm abdominal aortic aneurysm. It was reported that less than two years later the patient expired of a cause unknown at a rehab facility. It is unknown if a medtronic device or procedure is related to the patient's death. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that the cause of death was due to respiratory failure on the (B)(6) 2018. The respiratory failure was by assessed by the investigator and sponsor to not be related to device or procedure. The respiratory failure was due to septic shock, pneumonia-aspiration and dysphagia. If information is provided in the future, a supplemental report will be issued.